Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") and device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure) and surgery (bilateral salpingectomy due to complications from the essure). Essure was removed. At the time of the report, the uterine perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") and device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy due to complications from the essure). Essure was removed. At the time of the report, the uterine perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus / perforation (uterus)'), device dislocation ('migration of device') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 29-year-old female patient who had essure (batch no. 841531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (date of each live birth : (B)(6)2004, (B)(6) 2006, (B)(6) 2011), urinary tract infection, renal calculi and lower abdominal pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric consition - depression") and anxiety ("psychological or psychiatric consition - mental anguish"), 1 month after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017, tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish she did not claim that essure worsened a previously existing injury/condition current weight 140 lbs. She did not allege that essure caused birth defects. One coil noted protruding from each ostium plaintiff received treatment for pain and migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: perforation (uterus), essure abnormally situated.. Lot number:841531 manufacture date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received: medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus / perforation (uterus)'), device dislocation ('migration of device') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 29-year-old female patient who had essure (batch no. 841531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (date of each live birth : (B)(6) 2004, (B)(6) 2006, (B)(6) 2011), urinary tract infection, renal calculi and lower abdominal pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric consition - depression") and anxiety ("psychological or psychiatric consition - mental anguish"), 1 month after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017, tubal ligation on (B)(6)2013). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish she did not claim that essure worsened a previously existing injury/condition current weight 140 lbs. She did not allege that essure caused birth defects. One coil noted protruding from each ostium plaintiff received treatment for pain and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: perforation (uterus), essure abnormally situated.. Lot number:841531 manufacture date: 2011-03 expiration date: 2014-03 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus / perforation (uterus)'), device dislocation ('migration of device') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 29-year-old female patient who had essure (batch no. 841531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (date of each live birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2011), urinary tract infection and renal calculi. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric consition - depression") and anxiety ("psychological or psychiatric consition - mental anguish"), 1 month after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017, tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish she did not claim that essure worsened a previously existing injury/condition current weight 140 lbs. She did not allege that essure caused birth defects. One coil noted protruding from each ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: perforation (uterus), essure abnormally situated.. Lot number:841531; manufacture date: 2011-03; expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received: new events added: abnormal bleeding (vaginal), menorrhagia. Event onset date, event outcome were added. Reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus / perforation (uterus)'), device dislocation ('migration of device') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 29-year-old female patient who had essure (batch no. 841531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (date of each live birth : (B)(6) 2004, (B)(6) 2006, (B)(6) 2011 and (B)(6) 2013), urinary tract infection and renal calculi. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition - depression") and anxiety ("psychological or psychiatric condition - mental anguish"), 1 month after insertion of essure. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017, tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish she did not claim that essure worsened a previously existing injury/condition. Current weight: 140 lbs. She did not allege that essure caused birth defects. One coil noted protruding from each ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: perforation (uterus), essure abnormally situated. Lot number:841531, manufacture date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus / perforation (uterus)'), device dislocation ('migration of device') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 29-year-old female patient who had essure (batch no. 841531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (date of each live birth : (B)(6) 2004, (B)(6) 2006, (B)(6) 2011 and (B)(6) 2013), urinary tract infection and renal calculi. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition - depression") and anxiety ("psychological or psychiatric conisation - mental anguish"), 1 month after insertion of essure. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017, tubal ligation on (B)(6) 2013). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish she did not claim that essure worsened a previously existing injury/condition current weight 140 lbs. She did not allege that essure caused birth defects. One coil noted protruding from each ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: perforation (uterus), essure abnormally situated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received : events- "pregnancy (no complications), device ineffective, depression, mental anguish", lot number, reporter, concomitant drug, lab data, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.